Event description:
Boston scientific received information that during the implant procedure, this right ventricular defibrillation lead exhibited noise with the pacing system analyzer (psa). The connector tool was removed and the lead was connected directly with an alligator clip. However, the noise was still observed. The alligator clip was changed to another one and the noise still was present. The psa was changed for a new one and the noise still could be observed. The decision was made to remove and replace the lead. All measurements were normal and no noise was observed with the new lead. A lead fracture was suspected with the attempted lead. The attempted lead was returned for analysis and the procedure was successfully completed. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.